Event description:
It was reported that the user experienced episodes of low blood glucose while using the ilet with a dexcom g7, with clinical support noting likely missed meal announcements and possible overtreatment of hypoglycemia, including some prolonged lows following prior elevated readings; the user reported the lowest value of 60 mg/dl lasting less than five minutes and treated with orange juice and glucose tablets. Symptoms included hypoglycemia. Outcomes included no hospitalization, no professional medical intervention, and no reported immediate health effects. Investigation included review of device data and user-reported history, along with troubleshooting and education regarding meal announcements and treatment of lows. Investigation of this case revealed an unclear cause of hypoglycemia with contributing user-related factors, including possible missed meal announcements, overtreatment of lows, and reduced carbohydrate intake while continuing to announce meals as normal; no device alarms or malfunctions were reported. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.